Manufacturer narrative:
In this event the customer made the error during operation of the non-siemens instrument, not poccelerator. Poccelerator only transferred the result to the patient record. Poccelerator operated as intended according to configured settings.

Event description:
The customer manually entered the wrong patient ID into a non-siemens instrument and a patient result was sent through poccelerator into an incorrect patient record. Patient information is unknown. The result generated was available to the clinicians immediately after testing (i.e before the result passed through siemens data manager). There was no report of injury due to this event.